Event description:
Boston scientific received info that one day post implant, the right ventricular (rv) lead was successfully repositioned due to dislodgement. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). The root cause of the peritonitis was due to poor aseptic technique. A labeling review was completed and found to be adequate. A batch review was performed for the suspected lot numbers (gd876490, gd875559, gd874826), with no defects noted.

Event description:
On an unreported date in 2009, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient made mistake/touch contamination. On (B)(6) 2010, the patient developed peritonitis which did not involve hospitalization. In (B)(6) 2010, a peritoneal effluent culture was performed which was positive for (B)(6) and (B)(6). The nurse did not provide information regarding treatment. It was not reported whether pd therapy was ongoing at the time of the events. The patient was recovering from the peritonitis. It was not reported whether the patient was retrained in aseptic technique. The patient's concomitant medications were not reported. Per the nurse, the events of bacterial peritonitis with culture positive for (B)(6) and fungal peritonitis with culture positive for (B)(6) were not related to pd therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination with regards to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.